Manufacturer narrative:
Note that the proact IFU instructs the physician to inject each proact device with up to 1.5ml of fluid at the time of the implant procedure. In this case, the implanting physician had filled each proact device with 2ml of fluid. It is unclear whether this overfilling caused the patient's acute urinary retention. Uromedica complaint (B)(4).

Event description:
Postoperative acute urinary retention in a proact patient. The patient experienced retention symptoms in the morning following his proact implanation procedure. The implanting physician removed 0.5ml from each proact balloon and the patient was able to void with no issues.